Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare power toothbrush.

Event description:
The consumer states that the bristles from their brush head are coming out.